Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Upon review of the data logs, oscillating contrast issue observed with placement signal not reliable alarm relevant to definitive failure pattern suspecting the console. No problem was found with the pump and it is apparent the console was the potential cause of the issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the complainant reported on going placement signal not reliable alarm. The audio was disable. The device was successfully weaned and explanted. No patient harm was reported.